Event description:
Further information provided by customer: during third molar removal the bur tip broke and was left in the patient. X-rays were performed and the surgeon decided not to remove the broken bur tip.